Event description:
On (B)(6) 2012, a customer reported to baxter an incident regarding one (1) il secondary med set lever lock product code (B)(4), lot unknown. The customer reported that in the ccu a drug was being administered through the secondary tubing. The customer reported that even with the correct placement of the secondary bag above the primary bag and correct use of the guardian library there was back up into the primary drug bag at a faster rate than was set on the secondary drug administration baxter pump rate. It is unknown how long the device was in use for when the problem was noted. The problem was noted during patient use therefore there was patient involvement however there is no patient injury reported. Sample availability was not specified at the time of initial reporting. Customer follow-up received on (B)(6) 2012 advised that the sample is available for evaluation. The customer confirmed that the secondary was connected to the upper y site of the primary line. Customer follow-up received on (B)(6) 2012 advised that the primary line is where the backflow occurred and the device was baxter (B)(4), lot unknown. Clarification was also received that the nurse did not use the drug library to program the pump. The drug being infused was 100ml of calcium phosphate and there remains no allegation against the pump. The customer advised that she will be sending both the primary and secondary medication set in for evaluation.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample arrived out of the pouch spiked into an empty (B)(4) 250ml 0.9% sodium chloride solution bag. Visual inspection was performed and no defects were observed. Functional tests were performed. Both samples were re-primed and the setup was checked for backflow. During the back flow test it was noted that the primary and secondary sets had simultaneous flow. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). Visual inspection revealed kinked tubing in the secondary set just below the drip chamber. The kink was manually straightened, and the secondary set flowed normally with no simultaneous or back flow noted. The reported condition was confirmed. The root cause was determined to be the kink below the drip chamber in the secondary set.